Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-00007. The pt's (B)(6) therapy system includes two percutaneous leads from different lots. It was reported surgical intervention was undertaken to replace one of the devices. This info was discovered by the MFR after reviewing the patient's files. The reason for the procedure is unk. Since it is not known which lead was replaced, both lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.